Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that at one-thirty in the morning her insulin pump alarmed no delivery; she pressed resume and then at three in the morning her insulin pump alarmed motor error. The patient's blood glucose at the time of incident was 409 mg/dl, which was treated with a 10-unit manual insulin injection. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. There was no exposure to a high magnetic field either. The customer was able to complete the rewind process as well. The displacement test and manual prime were also successful. Troubleshooting did not occur for the no delivery alarm since that event was already resolved with an infusion set and reservoir change. No products were returned and a replacement infusion set and reservoir were shipped to the customer.